Manufacturer narrative:
Tandem's pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 49 mg/dl. Contact reviewed pump data and reported that after the customer's doctor changed the pump settings, bg started going low. Additionally, it was reported that the customer delivered multiple boluses while at school. Customer addressed bg with juice and a cheese stick. Recommendation was made by tandem technical support to consult healthcare provider.